Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged and exhibited increased pacing threshold measurements. A revision procedure was performed at which the lead could not be repositioned as the lumen was noted to have become clogged with body fluid and the surgeon was unable to insert a guidewire into the lead. The lead was surgically abandoned and a new lead of the same model was attempted but ultimately not used due to phrenic nerve stimulation that could not be resolved. The procedure was completed using a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.